Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissors (mcs) instrument was analyzed, and the findings did not replicate or confirm the customer reported event. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The instrument blades opened and closed properly several times. The cut test was done three times and passed each time. The monopolar energy cord was connected to an in-house erbe generator and passed recognition as an energy device. The instrument passed the electrical continuity test. The instrument was fully functional. No product issue was identified. Correction: based on additional information, it has been determined that the instrument involved with this complaint does not meet the criteria for field action# isifa2024-09-c, as previously listed in section h9.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the wrist of 8mm monopolar curved scissors (mcs) instrument was locked. The procedure was completed with no reported injury. Intuitive surgical inc., (isi) followed up with the initial reporter and obtained the following additional information: the issue was involved with the jaws. Jaws were in the open position at the time of the lock.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.